Event description:
Upper endoscopes do not retroflex enough. It is critical to look in the gastric cardia. This can only be done on an upper endoscope retroflexed as appropriately. Due to the suboptimal visualization, we will have to repeat the upper endoscopy. Difficulty with gastroscopes retro flexing, making emergent procedures more challenging. Gastroscopes not retro flexing effectively. Will re-evaluate retro flexion on all gastroscopes. No harm done to patient.